Manufacturer narrative:
Additional information received: d4: lot number and date of expiration added. H4: device manufacturer date added.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA: 20-00141.

Manufacturer narrative:
Per the instructions for use (IFU), access site complications/cardiovascular injury, including perforation of the ventricle or myocardium, bleeding, and injury at the site of ventricular access that may require repair are potential complications associated with the transapical tavr procedure. Per literature review, risk factors for apical laceration and bleeding include friable tissue, fatty apex, chronic steroid use, dilated lv with thinned walls, and hypertension during removal of the sheath. While patient characteristics are important, achieving good hemostatic control of the lv apex is one of the most critical steps in ensuring the success of the transapical procedure, particularly in the elderly with friable tissue. Additional literature review confirms there is a higher incidence of apical bleeding in female patients and patients over 80 years old. This information correlates with review of complaint history, revealing that the majority of apical bleeding complications appear to be related to surgical technique and/or diseased ventricles during the insertion or removal of the sheath. The thv training manuals note that removal of the sheath and attempted closure of the apical incision may be associated with blood loss. Rapid burst pacing can be used to lower the systemic blood pressure during sheath removal and apical closure. The thv training manuals also recommend the physician consider performing the procedure under full cpb support for certain patients, including those with cardiogenic shock (cardiac index < 2 l/min per square meter) despite volume challenge and inotropic support, profound lv, rv, or biventricular dysfunction, and notably friable apex. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The exact cause of the reported event was unable to be determined. Per medical opinion, patient factors contributed to the event (myocardium was fragile during initial procedure). The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by an edwards lifesciences affiliate in (B)(6), on postoperative day (pod) 6 of the transapical tavr procedure for a 29mm sapien 3 valve, post procedural bleeding was observed. The patient was in the shower and fainted. The examination revealed the tamponade caused by the bleeding from apex. The thoracotomy was executed and hemostasis was achieved. Per the medical opinion, myocardium of the patient was fragile and hemostasis was difficult to achieve during the initial procedure.

Manufacturer narrative:
Additional information received: b5 event description updated.

Event description:
Additional information was obtained through the japan tavi registry. On pod 18, cardiac tamponade occurred again. The drainage was executed. On pod 25, the apex was repaired by the surgical patch closure. On pod 54, the outcome was determined as in remission.